Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history part: 02.108.332s, lot: 8934450, manufacturing site: raron, release to warehouse date: 22.april 2014, expiry date: 01.april 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, that a patient¿s synthes lcp hip plate broke post-op. On (B)(6) 2020, the patient received the plate as part of an open reduction internal fixation (orif) for a femoral fracture. The fracture was located on the right femur, three (3) cm below the lesser trochanter with butterfly fragment. After the initial implant procedure, the patient stayed partially weight bearing, which was the patient¿s choice, for two weeks then full weight bearing subsequently. The patient presented to the clinic on (B)(6) 2020 for a routine follow-up and it was noted that the plate was broken. The fracture was nearly healed. The plate remains in the patient. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 8). This report involves one (1) pediatric lcp hip plate 3.5mm/130°/7 holes-sterile. This is report 1 of 1 for (B)(4).